Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customers family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 443 mg/dl. It was unknown if the customer was using auto mode or not. Customer was treated with bolus using insulin pump. Customer stated that led light blinked on and off. The insulin pump will not be returned for analysis.